Event description:
Pt status post 2.7mm lcp plate and screw implantation on (B)(6) 2011 returned to surgeon complaining of pain. X-ray on an unk date showed a broken plate with one broken screw head and a non-union. Pt was returned to the operating room on (B)(6) 2011 and the hardware was removed. Pt revised to a longer plate and screw. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.